Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and a separation between the dark blue female connector and light blue main body was observed. Leak, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was verified. The cause of the separation was due to an inadequate solvent bond between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). H10: a device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of the twist clamp on a minicap transfer set. The event was further described as ¿the dark blue part that is normally attached was loose¿. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.